Manufacturer narrative:
Device not returned. Unfortunately, the subject valve was not returned for analysis; however, the health-care provider confirmed that there was no device malfunction. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. No further actions are possible with the available information.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the valve was implanted then explanted during the same surgery. Through follow-up, the health-care provider indicated that the reason for explant was procedure related and not due to a device malfunction. The device was replaced with another edwards bioprosthetic valve; same model and size. Unfortunately, no other details were provided.